Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was needing reprogramming because they weren¿t getting good therapy and confirmed this was for bladder control. The patient stated they had tried increasing stimulation before the call but still thought they needed to be reprogrammed. Syncing with the programmer showed the stimulation was on at 3.4v, and the patient confirmed they only had one program to work with. The patient increased to 4.06v while on the call and could feel stimulation. It was reviewed to focus on symptom control rather than stimulation sensation, and to allow time for the body to adjust to amplitude changes. The patient was redirected to their healthcare provider if increasing stimulation didn¿t help their symptoms. No further complications were reported.